Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR report #s 1627487-2014-00447 and 1627487-2014-00449.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2014-00447 and 1627487-2014-00449.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2014-00447 and 00449. It was reported the patient is experiencing a burning sensation at the ipg site when stimulation is in use. In additional, the patient alleges ineffective stimulation coverage for which reprogramming efforts have been unsuccessful. A diagnostic test revealed low impedance readings for all lead contacts. X-rays of the patient's scs system will be taken for further interrogation.